Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for actions/interventions taken to resolve the power on reset and sudden return of symptoms, the hcp reported they ¿reset.¿ there were no further complications reported.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was trying to check the status of the ins and saw a power on reset (por). There were no falls/trauma or emi exposure related to the reported event. It was reported that the patient was going to the bathroom a lot suddenly. They were redirected to their healthcare provider. No further complications were reported or anticipated.